Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The silicone surrounding the cap a tego® connector was reportedly tearing, and the silicone seal inside the cap was coming apart during a dialysis treatment. The nurses are finding the caps have to be changed with each treatment because of dialysis pressure issues associated with this problem. The issue reportedly happened multiple times. There was no adverse event/patient harm and there was delay in therapy having to change each treatment.